Manufacturer narrative:
Complaint review was conducted and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01966.

Event description:
Allegedly on (B)(6) 2006, primary surgery was performed. The surgeon found the disassociation for the head from the cup on (B)(6) 2013. The locking ring for the bipolar cup had been removed during the revision surgery. The locking ring was very loose. There was great clearance between the locking ring and the bipolar cup. Why/how did the clearance occur? We believe the locking ring deformed by central migration for about 7 years. And the locking ring was loosely by the deformation for the ring. And the disassociation for the head occurred. How about our hypothesis? Could you measure the locking ring and the roundness for pe liner? The parts are not consignment parts. Medium activity level.